Event description:
Reporter alleged discrepant blood glucose values of 12mg/dl back to back with a result of 144mg/dl when testing was performed 1 minute apart on the active system. The location of the testing was not provided. No action or treatment info was provided. A request was made for the return of the suspect device and replacement product was sent.